Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode disabling the minute ventilation (mv) sensor. It is likely that the sam event occurred during a procedure as noise was identified on both the atrial and ventricular channels. Device interrogation was performed and the mv sensor was programmed back on. Review of the stored data identified atrial tachycardia response (atr) episodes showed functional atrial undersensing. The atrial arrhythmia ended, and device interrogation was performed. The system remains in service and no adverse patient effects were reported. Noise was noted on the both the atrial and ventricular channels.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.